Manufacturer narrative:
Spacelabs healthcare requested the device from the customer for further evaluation. The device was recently received by spacelabs healthcare and investigation is ongoing. Spacelabs healthcare will continue to investigate the reported event and any additional information will be submitted in accordance with 21 cfr 803.56 when available.

Event description:
Spacelabs healthcare was notified that a spacelabs medical patient monitor occasionally restarts unexpectedly. There is no patient or user harm reported with this event.

Manufacturer narrative:
The customer returned their sl2800 advanced patient monitor for further evaluation. A spacelabs healthcare technician tested the unit and was able to duplicate the reported issue. It was found that when ac power was removed, the device would not switch to dc power and would power down. The technician had isolated the issue to the backplane pcb assembly and continued to replace the faulty board. After observing proper device operation through functional and performance testing, the device was returned to the customer.  The cause of the reported issue was due to the backplane pcb assembly.